Event description:
It was reported that the patient enrolled in the clinical study presented on the 11th postoperative day with complaints of perceived inflammation in the reconstructed breast. At this time, drainage was maintained due to a prior lymphadenectomy performed following the identification of a positive sentinel node. Clinical evaluation identified inflammation and increased volume. A portlocator was used to locate the valve, and a puncture was performed within the designated safety zone to aspirate seroma resulting from lymphorrhea in the subcutaneous plane. A total of 80 cc of serous fluid was successfully drained. The patient reported being comfortable following the procedure. Drainage and antibiotic therapy were continued, with a follow-up assessment scheduled for the 14th postoperative day.

Manufacturer narrative:
Some analysis have revealed that the pocket plays a significant role in developing seroma, patients with submammary pocket developed seroma in higher rates when compared with patients with submuscular pocket. Submammary pocket increases the odds of developing seroma by 7.5 times. (Sforza, et al. 2017). Some factors are significantly associated with seroma development: a high bmi, large implant size, submammary pocket, and smoking which significantly amplified the effects of other variables. (M. Sforza, et al., 2017) the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: hematoma/seroma hematoma is a collection of blood within the space around the expander, and a seroma is a build-up of fluid around the expander. Having a hematoma and/ or seroma following surgery may result in infection and/or capsular contracture later on. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involving draining, and potentially placing a temporary surgical drain in the wound for proper healing. Device rupture also can occur from surgical draining if there is damage to the implant during the procedure. Rarely, hematomas/seromas may be due to leakage of the injected saline into the potential tissue space between the expander and the overlying skin. If significant, they may require careful aspiration (with risk of balloon puncture) or drainage. Small seromas usually do not compromise the process of expansion. In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed the applicable findings will be included in a supplemental medwatch.

Manufacturer narrative:
An evaluation of the report was executed and the reported events were confirmed according to the clinical evaluation performed by cro. There was a relationship between the reported events and the device. · a complete review of the DHR for lot 24020713 was carried out, no deviation was found in the manufacturing processes. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. · a definitive root cause could not be determined. Potential factors related to the manufacture of the device that may lead to seroma(lymphorrhea) include, but are not limited to: seroma: previous infection, hematoma and/or seroma. Patient's underlying condition. Surgical technique/environment. Lymphorrhea: intact or ruptured implant. · the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this events, it is considered that the information is suitable for the section of surgical precautions as follows: · seroma ¿ seroma is an accumulation of fluid that results from tissue inflammation. The etiology of seroma is known in breast surgery and is connected to a hypovascular milieu or trauma following the surgery. Often, seromas are reabsorbed by the body over several weeks, but needle drainage is sometimes needed to remove the fluid. While seromas do not increase breast cancer risk, they sometimes heal with scar tissue or calcifications that can raise a concern about mammograms in the future. Seroma symptoms most often appear a week to 10 days after surgery; the area may feel tender and swollen, with a discrete lump and redness arising within a day or two. Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time. In addition to causing pain, a seroma increases the risk of developing an infection in the breast. Depending on the location, it may also increase pressure over the surgical site and sometimes cause wound dehiscence. Lymphadenopathy ¿ "silicone-induced lymphadenopathy is a well-known rare complication of implant insertion. It is a disease of the lymph nodes (small, round structures that operate as part of the body¿s immune system). They become abnormal in size or consistency (most commonly producing swollen or enlarged lymph nodes). After implant insertion, axillary lymphadenopathy causes are multifactorial, with possible factors including granulomatous reaction, inflammation, and/or malignancy. Literature reports associate lymphadenopathy with intact and ruptured silicone breast implants since microscopic silicone droplets can migrate to body tissues even when the implant surface remains intact. Breast implant rupture and/ or leakage through an intact surface can cause fibrosis and granulomatous reactions, which in turn can result in a contracture or regional lymphadenopathy that sometimes mimics malignancy. Various patterns of lymphadenopathy and even extranodal pathology may be observed. Tissue examination is essential to identify the cause of lymphadenopathy. When in doubt, spectrometry analysis can confirm a diagnosis of silicone-induced lymphadenopathy. Literature reports associate lymphadenopathy with both intact and ruptured silicone breast implants. One study reported that armpit lymph nodes from women with both intact and ruptured silicone gel implants had abnormal tissue reactions, granulomas, and the presence of silicone. These reports occurred in cases of women who had implants from a variety of manufacturers and implant models." · as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. · establishment labs will continue to monitor for similar complaints/trends.